Manufacturer narrative:
The hillrom technician found the¿drive lugs on the CPR handle needed to be replaced. Per the¿hillrom¿service manual the compella bed requires an effective maintenance program.¿ we recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for¿CPR.replace or repair parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6), 2018.¿ it is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the drive lugs to resolve the reported event.based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed CPR function was inoperable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
The hillrom technician found the drive lugs on the CPR handle needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the drive lugs to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had power cord damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).